Event description:
The clinician reports the implant was inserted (B)(6) 2018 in fdi 11 of the patient's mouth. Primary stability not achieved and implant surface not completely covered with bone. On (B)(6) 2019, non-osseointegration was verified. Patient presented with inadequate bone quality/quantity. The device was forwarded to the manufacturer. At the event the patient experienced: pain and bleeding. No further patient complications were reported.